Event description:
Additional information received via email. No patient was involved.

Manufacturer narrative:
Other, other text: b3, b5 and h6. Health effects codes: updated.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customers complaint. Continuous flow was observed. The cause of this event was the input manifold assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this serial number of product. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Event description:
It was reported that the unit was not cycling. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.